Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the pdrn stated that the patient had peritonitis in (B)(6) 2020 due to a breach in the patient performing aseptic technique during the pd exchange. The patient¿s culture results were not available. The patient was treated with unknown antibiotics and recovered from the event. The patient subsequently had tunneled infection of the pd catheter not a fresenius product and had no help at home to form pd and therefore the patient decided to switch to hemodialysis for renal replacement needs. The nurse confirmed the patient did not have any fluids leaks or any issues with fresenius products in relation to the event. The patient has been continuing hemodialysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy utilizing the fresenius cycler with fresenius cassette and the patient¿s previous event of peritonitis. However, there were no reported allegations, nor any objective evidence that a fresenius cycler/ fresenius cassette malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique during the pd exchange. The patient has since transitioned to incenter hemodialysis for renal replacement needs without further reported issue.

Manufacturer narrative:
Additional information: g1 corrections: h6, h10 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the product delivery search system from this patient regarding to fmc cassette product been delivered. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the pdrn stated that the patient had peritonitis in apr/2020 due to a breach in the patient performing aseptic technique during the pd exchange. The patient¿s culture results were not available. The patient was treated with unknown antibiotics and recovered from the event. The patient subsequently had tunneled infection of the pd catheter (not a fresenius product) and had no help at home to form pd and therefore the patient decided to switch to hemodialysis for renal replacement needs. The nurse confirmed the patient did not have any fluids leaks or any issues with fresenius products in relation to the event. The patient has been continuing hemodialysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a peritonitis infection while on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the pdrn stated that the patient had peritonitis in (B)(6) 2020 due to a breach in the patient performing aseptic technique during the pd exchange. The patient¿s culture results were not available. The patient was treated with unknown antibiotics and recovered from the event. The patient subsequently had tunneled infection of the pd catheter (not a fresenius product) and had no help at home to form pd and therefore the patient decided to switch to hemodialysis for renal replacement needs. The nurse confirmed the patient did not have any fluids leaks or any issues with fresenius products in relation to the event. The patient has been continuing hemodialysis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No product delivery shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in product delivery search. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.